Event description:
The reporter indicated that the pt expired during the night due to "respiratory tract closing" while sleeping. The physician indicated that the pt's family member reported that the breath holding during seizures seemed to be the cause of death. Due to insurance issues, the pt had not gone to the neurologist for two years. The pt did not receive efficacy from the vagus nerve therapy. The treating neurologist indicated that the ncp system was not related to the pt's death. An autopsy was not performed. The ncp system was not explanted. There is no evidence that the ncp system caused or contributed to the pt's death. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.